Manufacturer narrative:
The alleged complaint is confirmed. Microport was made aware of this event through an internal clinical study, which includes an operative report completed by medical professionals of the revising facility to confirm this occurrence. It was indicated that this patient had luxated/dislocated and experienced a femoral periprosthetic fracture approximately 1 month after the primary operation. The femoral head and femoral neck were revised, but the femoral stem and acetabular cup were not removed. Furthermore, the patient was stated to have since recovered. The revised products were not returned. No radiographic images are available to evaluate the described complications. Review of the device history record (DHR) for these lots indicates that these products were manufactured to specification. Review of historical complaint data reveals that this is the first and only reported complaint involving these lots. The microport hip systems package insert (150803-8) lists "dislocation, migration and/or subluxation of prosthetic components from improper positioning, trauma, loss of fixation and/or muscle and fibrous tissue laxity" as a possible adverse effect of total hip arthroplasty. It also lists, "femoral or acetabular perforation or fracture; femoral fracture while seating the device; femoral fracture by trauma or excessive loading, particularly in the presence of poor bone stock." No further conclusions can be made from the available information. There is not a trend for this device and incident mode per mpo trending procedures. This is the first reported periprosthetic fracture involving profemur® gladiator cemented stems. This issue will continue to be monitored through complaint tracking.

Event description:
Sae # (B)(4): allegedly, the patient had a luxation of the right hip with periprosthetic fracture. Joint reduction performed on (B)(6) 2017. Sae # (B)(4): allegedly, patient sat on the sofa. When lifting the right leg, the hip luxated. Recovered after removing head and modular neck of the right hip. (B)(6) case number: (B)(4).